Manufacturer narrative:
The customer obtained a (B)(6) initial result when testing a patient sample with the architect (B)(6) ag/ab combo assay. Retesting of the sample generated a (B)(6) result. The sample gave a (B)(6) result on western blot. Liaison diasorin testing gave a (B)(6) result for (B)(6) ab and (B)(6) ag/ab, but a (B)(6) result for (B)(6) ag. There was no patient sample available for this investigation. Sensitivity testing was performed with a retained reagent kit of lot 66118li00. The clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels ((B)(6)). The seroconversion panel results were compared to architect (B)(6) test results provided by (B)(4). The reagent detected the same bleeds as (B)(6) for the seroconversion panels, showing that the sensitivity performance is not affected. A review of data from the instrument in the laboratory was performed and no impact for the complaint issue was identified. A review of complaints for lot 66118li00 did not identify any issues or trends. A review of the architect (B)(6) ag/ab combo assay package insert adequately addresses specimen collection and preparation for analysis. Based on the investigation, the architect (B)(6) ag/ab combo reagent, lot 66118li00, performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36.

Event description:
The customer stated that the architect analyzer generated ) (B)(6) results on one patient. The customer was performing correlation testing between the architect and the diasorin method and the following results were generated: (B)(6) . There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore the device was not performing as intended, and conclusions code was corrected.